Event description:
It was reported that the implantable cardioverter defibrillator had gone into backup mode after a magnetic resonance imaging (MRI) was completed. It was unknown if the device was properly set in MRI mode before scan. The device was successfully explanted. The patient was stable and asymptomatic.